Manufacturer narrative:
The service engineer (se) verified the reported event in the ventilator logs, but was unable to duplicate the issue. As a precautionary measure, the se replaced the inspiratory flow module printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed. Product analysis of the returned component: an inspiratory flow module (ifm) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the identified root cause of the reported issue was isolated to an electronic component.

Event description:
It was reported that a 980 ventilator generated a "an inspiratory auto zero solenoid not operational" and failed the a short self test (sst). The ventilator was not in use on a patient at the time of the reported event.